Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 06:44am that he obtained results of "300s, 400s and 596mg/dl" on the subject meter. The patient manages his diabetes with oral medication, diet and exercise and increased the dose of his medication on (B)(6) 2015. The patient claimed that within a few minutes of the meter issue occurring, he developed symptoms of "shakes, felt like was going to pass out and cotton mouth" however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The subject test strips had expired. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.